Event description:
It was reported by service report that there was no power to the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.